Event description:
An optometrist reported that after bilateral lasik surgery, patient presented post operative appointment with dry eyes, glare , and halo. Optometrist also reported during removal of punctal plug, the right lower lid plug was accidently dislodged into the puncta. Patient was prescribed rewetting drops and alphagan to help reduce the glares and halos. This report references the right eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).